Event description:
Slippage with skull clamp and laceration was reported. Additional info was received from the customer on (B)(6) 2015: on (B)(6) 2015, a (B)(6) male pt underwent posterior cervical spinal cord tumor resection. The pt was positioned prone for the surgery and was not repositioned. The surgery was not performed with a stereotaxy device. Integra adult disposable skull pins were used (product ID and lot number unk). The skull pins are not available to be returned for evaluation. The length of time the product was in use before the event occurred was unk. The pt incurred a small laceration on the right postero-parietal region. It was washed with betadine and skin staples were used. The device has been removed from service. Patient outcome was reported as "survived the injury".

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.